Event description:
A "splash shield" for a syringe was used while irrigating dog-bite puncture wounds on the hand. The design of the device is such that if it is touching the skin while is use it pressurizes the wound opening forcing the products of irrigation under the skin. In this instance the saline wash was left under the skin on the back of the hand and the back of the hand and arm became infected. The same device was used on the palm side of the hand, but because of the location of the wound, complete contact with the skin was not possible and the products of irrigation were not forced under the skin. The palm side of the had did not become infected. The infection required hospitalization and treatment with IV antibiotics.